Event description:
Within a non calcified lesion, the balloon burst.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the balloon exhibited an axially-directed tear. Microscopic examination: light optical examination on the inner body and marker bands revealed no anomalies. Further evaluation using scanning electron microscopy (sem) revealed no evidence of internal surface abrasions or other anomalies. The exact cause for the balloon damage could not be determined.